Manufacturer narrative:
Journal reference: renard, md, et al. "Prevention of percutaneous electrode migration in spinal cord stimulation by a modification of the standard implantation technique." J. Neurosurgery: spine/volume 4/april 2006; 300-303.

Event description:
The article lists that one pt underwent procedure to address battery failure. No info concerning pt outcome was provided. Journal reference: renard, md, et al. "Prevention of percutaneous electrode migration in spinal cord stimulation by a modification of the standard implantation technique." J. Neurosurgery: spine/volume 4/april 2006; 300-303.